Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v016994, implanted: (B)(6) 2007, product type: lead. Product ID 377760, lot# v016994, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The health care professional reported that the spinal cord stimulator was not working; the last time the patient turned it on he got a sharp shock vs a low stimulation. A sudden change in therapy or symptoms was reported. The indications for use were post spinal cord injury, complex regional pain syndrome type I and spinal pain. If additional information is received a follow-up report will be sent.